Manufacturer narrative:
The needle mechanism was observed to be functioning as intended, with the pod arriving with an undamaged, fully deployed cannula. First and second priming were completed, and the pod delivered over 200 pulses with evidence of user interaction. No problem was found to cause the reported needle mechanism failure. No damages were found with the soft cannula as well to cause the reported bent/kinked event.

Event description:
It was reported that the pink slide did not move forward however the cannula was visible when the pod was removed and appeared bent. The patient's blood glucose level rose to over 300 mg/dl. The pod was worn longer than 48 hours. Additionally, the patient noted that their was bleeding from the infusion site and that they felt nauseous. As treatment, a new pod was placed.

Event description:
It was reported that the pink slide did not move forward however the cannula was not visible when the pod was removed and appeared bent. The patient's blood glucose level rose to over 300 mg/dl. The pod was worn longer than 48 hours. Additionally, the patient noted that their was bleeding from the infusion site and that they felt nauseous. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and that the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.